Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient had experienced issues charging the ipg. Troubleshooting the patient¿s ipg determined the battery was inoperable. The patient¿s ipg was replaced with a new one which restored the patient¿s stimulation. It is unknown how frequently the patient was charging the ipg.